Event description:
Customer reported receiving a button error alarm on the insulin pump and that none of the buttons were responding. Customer reported that the insulin pump may have recently been exposed to water. Blood glucose level was 142 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, missing end cap sticker, minor scratches on the display window and cracked case near display window corners. No button error alarms noted. No button response due to corroded keypad traces. Moisture damage was noted on the lcd board and mother board.